Manufacturer narrative:
It was reported that the client was wearing a scoliosis jacket at the time of the event. It is possible that contact with the scoliosis jacket fasteners caused the buckle to release.

Event description:
It was reported that the client was being transferred using the rifton tram. The client became agitated and was rocking back and forth when the body support buckle came undone. The client was caught by a caregiver and was unhurt.